Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the implantable cardioverter defibrillator exhibited post-paced t-wave oversensing on the right ventricular lead. The patient did not receive therapy during the oversensing. The device was reprogrammed. The patient was stable.